Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
I was reported that approximately 18 months after a suprarenal aortic extension and a bifurcated device were implanted the patient presented in the emergency room complaining of back pain and numbness in both legs. A computed tomography scan revealed the aortic extension had occluded (reference manufacturer report number 2031527-2012-00104), beginning just distal to the renal arteries descending in a "v" formation ending in a completely occluded main body and iliac limbs of the bifurcated device. The physician performed an axillofemoral bypass to restore flow to the lower extremities. It was reported the patient is doing well.